Event description:
It was reported that during a colon resection procedure the jaws would not open after the device was fired. It is unknown how the device was removed from the tissue. Another device was used to complete the case with no patient consequence. There is no further information about the event.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned locked in good visual condition and with a reload present. The reload was noted to be fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.